Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service was requested, the user facility performs repair and service by themselves. No further information has been received. No parts have been returned for investigation. The evaluation of provided device logs confirms the reported event of alarms for low o2 concentration. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use checks prior and after the event date were passed without remarks. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined. H3 other text : 4117

Event description:
Manufacturer's ref #: (B)(4).